Event description:
Our affiliate is reporting to us that during an arthroscopic rc repair with the use of versalok for fixation, the versalok deployment gun failed to deploy an anchor; this added 40 minutes onto the procedure time. The repair was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.